Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30-degree endoscope plus was analyzed and the complaint was confirmed and replicated by failure analysis. The endoscope was visually inspected, and damage was found at the distal end. The distal window located at the distal tip was visually inspected and found to have a broken or detached piece in a location that could fall into the patient. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle one-third of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The probable root cause is attributed to usage conditions, including inadvertent collisions with external objects and accidental drops which can result in lens crack. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the 30-degree endoscope plus had a cracked lens. The procedure was completed with no reported injury.